Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and introducer needle for analysis. The lidstock was also returned. The guide wire appeared to be stuck inside the introducer needle. Signs-of-use in the form of biological material was observed on the introducer needle and the guide wire body. Visual analysis of the returned sample revealed two major kinks and two locations of offset coils. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the defects and revealed that the proximal and distal welds were secure and intact. The kinks on the guide wire measured 490mm and 576mm respectively from the proximal end. The offset coils measured 582mm and 585mm respectively from the proximal end. The total guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .802mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The introducer needle outer diameter measured .05005", which is within the specification limits of .050"-.051" per the cannula product drawing. The introducer needle inner diameter measured .042", which is within the specification limits of .041"-.043" per the cannula product drawing. After dislodging the guide wire from the introducer needle, a lab inventory ars was attached to the returned introducer needle. The guide wire was then passed through the subassembly. Minor resistance was observed at the kinks; however, the guide wire was able to pass completely through the ars/introducer needle subassembly. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire was confirmed through complaint examination. Visual analysis of the guide wire revealed two major kinks and two locations of offset coils. Additionally, the j-bend appeared misshapen. The guide wire and the introducer needle met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use.